Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and topical skin adhesive was used to close the incision of the lower abdomen. At the one month follow-up on (B)(6) 2015, the patient experienced a rash and inflammation where the mesh patch had been removed. Restamin kowa, diphenhydramine, cream was administered. On (B)(6) 2015, the inflammatory reaction came out widely to the inner side of the thigh and forearm shin side. On (B)(6) 2015, the patient was consulted with a dermatologist and diagnosed as autosensitization dermatitis and contact-related dermatitis. The patient was treated with steroid and still under observation as an outpatient. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and topical skin adhesive was used to close the incision of the lower abdomen. At the one month follow-up on (B)(6) 2015, the patient experienced a rash and inflammation where the mesh patch had been removed. Restamin kowa, diphenhydramine, cream was administered. On (B)(6) 2015, the inflammatory reaction came out widely to the inner side of the thigh and forearm shin side. On (B)(6) 2015, the patient was consulted with a dermatologist and diagnosed as autosensitization dermatitis and contact-related dermatitis. The patient was treated with steroid and still under observation as an outpatient. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 1/07/2016, t was also reported that the topical skin adhesive was used on epidermis. The patient current status is unknown. This report sent as follow-up 2 due to initial mw was sent as follow-up #1.